Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was low value unknown. Troubleshooting steps were provided for power error detected alarm. Offered customer a pump replacement. The customer accepted the replacement pump. Advised the pump will need to be replaced. Advised to monitor the pump and call back if the error recurs. The insulin pump will not be returned for analysis.